Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that no electrode was found in sensor. Blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.